Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not go into stand by. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the customer has a v60 ventilator that was unable to get into standby. During troubleshooting, it was reported that the average air display was reading 2.9 slpm. The rse recommended replacing the flow sensor assy. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16547.

Manufacturer narrative:
H10: during follow up, the customer reported that the flow sensor assembly replacement resolved the issue. The device was returned to service.